Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive down arrow button due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error after it was exposed to rain. Blood glucose value was 76 mg/dl. It was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.